Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of the pump malfunctioning and the patient not getting their blood transfusion was observed during evaluation as a door not fully latched alarm. A constant door not fully latched alarm will prevent the device from loading a set and starting an infusion. The upper link switch was determined to be the failing component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump malfunctioned and a patient did not get their blood transfusion. The patient was receiving a unit of red blood cells (flow rate 60 ml/hr and dose 275 ml) in the pediatrics department. There was no known patient injury or medical intervention associated with this event. No additional information is available.